Manufacturer narrative:
(B)(4). S/w version = 4.11j retainer ring = black customer returned pump for alleged motor anomaly and cosmetic damage located at the motor found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, and p-cap locks properly into the reservoir compartment. No motor anomaly noted during testing. Successfully downloaded history files and traces using thus. No motor anomaly was not found in the history files or traces on event date (B)(6) 2022. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Force sensor zero offset is within specification 22.3mv. Motor was tested outside of the device using the ngp system board test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, damaged display window cover, overlay scratched, cracked case, battery tube threads - cracked, serial number label missing, and cracked reservoir tube lip. Drive/motor anomaly not confirmed during testing. Cosmetic damage at the motor was not confirmed, however, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump started making sound whenever they change the reservoir and had to rewind the motor. No harm requiring medical intervention was reported. Customer will discontinue use of the device. The insulin pump was returned for analysis.